Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer¿s service technician observed the ventilator service required error of err_obm_accy_urgent_service, potentially a failure of the oxygen blending module in the device's event log. The device's oxygen blending module needs to be replaced to address the issue.